Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. The lot number provided with the return matches this report. A photo was provided by the user with this report. The photo provided shows the distal end of the device and the cutting wire securing component (anchor) has separated from the catheter near the distal end. The distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section and a shorter section therefore no part of the device appears to be missing. Our laboratory evaluation of the product said to be involved confirmed the cutting wire securing component located near the distal end of the sphincterotome has disconnected from the catheter. Due to the catheter and securing component disconnection, the distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section measuring 3 mm and a shorter section measuring 2 mm therefore no part of the device is missing. The cutting wire did not exhibit evidence of a cautery application (no blackening of the cutting wire was noted). A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a visual evaluation of the returned device confirmed the report of cutting wire securing component separated from the catheter. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) procedure, the physician used a cook fusion omni-tome. It was initially reported that during a sphincterotomy it was noted the rupture of the cutting wire of the sphincterotomy at the beginning of the intervention [cutting wire broken at the time of the procedure]. A different device was used to complete the procedure. This incident had no clinical consequences for the patient. There was no reportable information at this time. An image of the device was received on (B)(6) 2022 which shows that the cutting wire anchor disconnected at the patient end of device [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA/510(k) # k172288. Investigation evaluation: a product evaluation was performed only by the picture provided with this report because the product said to be involved was not provided to cook for evaluation. A picture of the lot number was not provided. Our evaluation of the picture provided confirmed the report. The picture shows the distal end of the device and the cutting wire securing component (anchor) has separated from the catheter near the distal end. The distal end of the cutting wire is no longer connected to the sphincterotome catheter at the distal end. The securing component has a longer section and a shorter section therefore no part of the device appears to be missing. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photo provided confirmed the cutting wire securing component separates from the catheter. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Separation of the cutting wire securing component and the catheter can occur if the tip of the sphincterotome is over flexed. The instructions for use caution the user with the following comment: ¿do not over flex or bow the tip beyond 90 degrees, as this may damage or cause the cutting wire to break.¿ other factors that can contribute to separation of the cutting wire securing component and the catheter include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use contain the following precaution: "do not exercise the handle while the device is coiled or the precurved stylet is in place, as this may cause damage to the sphincterotome and render it inoperable." The instructions for use advise the user with the following statement: ¿upon removing the device from the package, uncoil and straighten the sphincterotome. Carefully remove the precurved stylet from the cannulating tip.¿ prior to distribution, all fusion omni-tomes are subjected to a visual inspection and functional test to ensure device integrity. The functional test includes bowing the sphincterotome to ensure the distal end responds to handle manipulation. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.